Event description:
Nurse unwrapping bandage of pt's left wrist found an opsite dressing in place with a 20 gauge catheter with "y-tube" lying on pt's skin. The catheter was broken off below the hub. No adverse effect to pt.